Manufacturer narrative:
(B)(4) date sent: 5/4/2026 d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was obtained: all damaged fragments that were fallen into the patient's body have been removed. They were retrieved using forceps. There was no bleeding or tissue damage at the time of the event. The damaged fragments are being sent along with the returned product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hepatectomy, ¿replace instrument¿ was suddenly displayed during no. 6 lymph node dissection. The same message displayed even after restarting. The surgeon said he did not recall clamping anything hard. During the restart, it was confirmed that a white line had appeared on the active blade. Afterwards, the blade broke. The blade was taken out to outside the body, a new har1136 was taken out, and the abdomen was closed. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.